Manufacturer narrative:
Correction: d10 d10 concomitant product: sigphandle; sig power sigphandle handle; (serial number: unknown) sigpshell; sig power sigpshell control shell; (lot number: unknown) sigadaptstnd; sig power sigadaptstnd linear adapter; (serial number: unknown) additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection of the returned reload noted that it was fully fired with the interlock engaged, and the jaw was in an open position. During functional testing, the reload was loaded into a representative pmv handle, the interlock was overridden, and the reload was applied to test media, which was successfully transected. The interlock functioned properly during testing. It was reported that during an esophageal cancer resection, during setup prior to firing, after attaching the device, the opening and closing functionality could not be confirmed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: that there was thick tissue and knife blade damage. Damage to the cutting edge of the knife blade was observed. Staple pushers were partially pushed back to the cartridge. The clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. Replication of this issue may occur when firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws and firing the reload, which is in interlock status. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an esophageal cancer resection, during setup prior to firing, after attaching the device, the opening and closing functionality could not be confirmed. The reload was replaced with an identical product, which operated normally. There was no patient injury. Medtronic's initial evaluation of the incident device found the clamping mechanism was deformed due to thick tissue.